Event description:
It was reported that after two meals the user experienced elevated blood glucose readings, received meal alerts, did not complete both meals, and later changed the teflon inset infusion set and other supplies, after which glucose decreased from 242 mg/dl to 195 mg/dl; the user also reported a concurrent sinus infection and provided the infusion set lot number. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.